Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's alarm sound was not annunciating or vibrating when alerts and alarms were declared. Additionally, the customer experienced a low blood glucose (bg) level of 50 mg/dl. Cause was not known. Customer consumed sugar to address bg. No additional information was provided.

Manufacturer narrative:
B3 h6: removed 1012 and 1019; added: 2993. Additional information was received on october 2nd, 2024, stating that the pump history confirmed multiple low blood sugar alerts on (B)(6) 2024 as well as (B)(6) 2024. The blood sugar alerts were not activated in the settings and consequently, alerts were not repeated. During troubleshooting done by the distributor, the pump was found to be working as intended and delivered insulin successfully. The speaker and audible tones were found to be working as intended.